Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and replaced the sample probe, list number 04s51-01. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. Review of the alinity c processing module, serial number (B)(6) service history, revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month trend review for the sample probe did not identify any trends or systemic issues for the part. The most recent product monitoring review for clinical chemistry systems found no systemic issue or trends for the issue associated with this ticket. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant photometric results, and the removal, replacement, and verification of the sample probe. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6), or the sample probe, list number 04s51-01.

Manufacturer narrative:
Patient identifier multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated total bilirubin results on two patients generated on the alinity c processing module. The results provided were: on (B)(6) 2020 (B)(6) = 4.89mg/dl / retest on different alinity = 0.36; (B)(6) = 12.50mg/dl / retest on different alinity = 0.81mg/dl. There was no reported impact to patient management.